Event description:
Performing biopsy, vacuum device malfunctioned, resulting in incomplete procedure. Troubleshooting and called service, unable to resolve over phone. Radiologist spoke with patient, pending results patient may have to return.